Manufacturer narrative:
The account couldn't' remember what was done to resolve the issue, but believes when the logic board was replaced it repaired the bed.

Event description:
The account stated while the bed was sitting idle, the hi/low function unintentionally ran down a little and the head and knee motors will jerk but do not move.